Manufacturer narrative:
It was reported from the facility administrator that a patient in a long term care unit was transferring themselves from the bed and when the patient was getting themselves up they grabbed onto the side rail and the side rail came off of the bed and the patient fell onto the floor. The administrator reported that the fall was unwitnessed; however when the patient fell he sustained a skull fracture and was transferred to a hospital neuro unit. According to the administrator the patient is still at the hospital and is doing fine. Despite multiple good faith efforts to obtain additional information, the administrator was unable or unwilling to provide further patient or incident details to the manufacturer. The actual device involved in the incident was evaluated on-site and was found to have a lack of maintenance. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient was using the side rail to get up and the side rail came off which may have resulted in a patient fall.